Manufacturer narrative:
Analysis confirmed that the programmer would shut down with the provided power supply. The power supply was replaced. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shuts down for no reason, even though it is plugged in the majority of the time. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection: no anomalies observed. Benchtop analysis: applied 110vac to the input of the power supply. Connected to a known good cp (computing platform) - will not power up. After wiggling the power supply output connector cp will power up intermittently. After destructive analysis of the power supply output connector, verified electrical intermittent connection between the ground wire and the output connector¿s barrel, when physical pressure applied. Confirmed service center complaint that power supply will not power up cp caused by power supply connector failure. Ground wire intermittently disconnected from plug connector¿s barrel inside plug sub-assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.